Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection noted that the medium - hook of the fibertape® cerclage quickpass¿ passer, medium, was broken off from the shaft. The hook was observed to have a chipped area and abrasion marks around the tube hook. Functional testing was not performed due to the damage to the device. The most likely cause is attributed to user error of the device due to excessive force and or prying/leveraging/bending the device during use and/or the device coming in contact with another device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-dec-2025, a sales representative reported via (B)(4) that an ar-7841 medium fibertape cerclage passer was utilized around the proximal femur and broke while pressure was applied on the handle during a revision total hip arthroplasty. All parts were removed from the patient and confirmed on x-ray. A second ar-7842 passer, size large, was opened to complete the cerclage pass. That passer also broke. Again, an x-ray confirmed that all parts were removed. In order to complete the case, a first-generation cerclage passer was opened and utilized around the femur. The case was completed successfully. Roughly 5 minutes were added to the procedure, but no second surgery was necessary.